Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned product found the devices exhibit heavy wear and tear from repeated use over 20+ years of possible field life. One fractured piece was returned and one fractured piece was disposed of at the hospital. No further evaluation was performed due to the age of the devices. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported event can be attributed to wear and tear during the 20+ years of field life. This complaint has been confirmed by review of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the tibial articular surface provisional fractured. No adverse events were reported as a result of this malfunction.